Manufacturer narrative:
Investigation summary: three (3) photos were provided by the customer for this investigation. It is observed a needle out of the blister showing a hair at the hub. No actual samples were received for this complaint. Based on the investigation the defect was confirmed per evaluation of three (3) photos provided by the customer. However, it¿s source cannot be determined without an actual sample. The manufacturing records were reviewed for the incident lot and no discrepancy or non-conformance were identified that could have contributed to the reported condition. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ spinal needle with quincke bevel experienced foreign matter in cannula. The following information was provided by the initial reporter: needle with foreign matter (hair).